Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot # 23340001x); vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, after two good seals the device with lot # 41520065x had partial sealing. There was evidence of energy delivery and end tones was heard. There was no bleeding after cutting. A second device with lot # 23340001x had activation button difficult to press. Another device was used successfully with this generator. There was no patient injury.